Manufacturer narrative:
D9 - date returned to MFR: 4/9/2026. H3 and h6 codes - updated. One used device was returned for investigation. The device was visually inspected and found that there was no damage or anomalies were observed. During the functional testing, it was observed that the cuff inflated however it deflated. Upon further inspection a channel was observed between the top of the cuff and the main tube. The complaint of malfunctioned balloon can be confirmed due to the leakage observed. The probable cause is due to a welding error during manufacturing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the balloon malfunctioned on a patient in the intensive care unit. Per reporter, the patient had to be reintubated. No symptoms were alleged as a result of the device failure and reintubation.